Manufacturer narrative:
The investigation found the qc for all three levels was in range and no instrument or measurement errors occurred. The investigation did not identify a product problem. The issue is consistent with pre-analytical handling issues at the customer site.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable hematocrit (hct) results for one patient sample with a cobas b 221 analyzer. The initial result was 20.0%. The repeated result was 45.3%. The second repeated result was 28.2%. The sample was tested on another b221 with a result of 29.0%. The questionable result was not reported outside of the laboratory. It is not clear which result was believed to be correct. The reference electrode lot number was 21502048. The expiration date was requested but not provided.